Event description:
Drill got stuck in drill guide, on removal, this hit the scrub nurse on the hand and pulled the medical fragment from the bone of the patient.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection found that the drill bit has become lodged in a drill guide. It is possible that side loading was applied to the bit during operation, causing it to lodge in the guide. This device exhibits signs of significant wear/usage. This device was manufactured in 2017. A clinical evaluation was conducted and based on the limited clinical details provided and the product evaluation, currently unable to rule out side loading on the drill bit as a possible contributing factor the reported event. The patient impact beyond the fragment of unknown size and location fixed via lag screw placement cannot be concluded. No further medical assessment can be rendered at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.